Manufacturer narrative:
Approximately 5 days after insertion of a catheter and inflation of the balloon, the catheter fell out. The nurse was putting a leg bag on the patient. The balloon integrity was not tested prior to use. A new catheter was inserted without further incident. No patient injury resulted. The sample was returned for evaluation. Visual inspection revealed a split in the catheter balloon. There was a scratch mark just above the split which is an indicator that there could have been an external force that scratched and punctured the balloon during use. However, a root cause has not been determined. Due to the need for another catheter to be inserted, this medwatch is being filed.

Event description:
The balloon deflated approximately 5 days after inflation and a new catheter was inserted.